Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with a saline mentor smooth round high profile 380cc breast implant (r) and an unspecified mentor saline breast implant (l) and experienced capsular contracture baker grade unknown on the right side, bilateral rupture and bilateral wound infections. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
The patient reported brown discharge from the breasts. After clinical review of this file performed on (B)(6) 2019, it was decided to update patient code infection (1930) to reaction, local (2035) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).